Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm a type 3b endoleak of the bifurcated stent and a persistent type 2 endoleak. The clinical assessment was based on adequate medical records and no patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not available for further evaluation. Due to the limited information available an assessment for potential contributing factors to the reported event could not be completed.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2012 with a bifurcated, a suprarenal aortic extension, and two limb extensions. Subsequently, on (B)(6) 2016, the physician noted that there was a type 3b endoleak at the aortic bifurcation. Physician implanted a bifurcated and infrarenal aortic extension to seal the leak, but the leak continued from the lumbar. Physician coiled the aortic aneurysm to correct the issue. Patient is in stable condition.